Manufacturer narrative:
(B)(4). Approximate age of device- 5 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had dark tarry stools for 3 days with a drop in hematocrit and hemoglobin from (B)(6) 2018. The patient was admitted to the hospital on (B)(6) 2018 for gastrointestinal (gi) bleeding. On admission, the patient¿s hemoglobin was 8.4 g/dl and hematocrit was 26.2 percent. The patient¿s inr was 1.8 with a goal of 2-2.5 related to a prior unreported history of gi bleeding. An occult stool tested positive for blood. The patient was transfused with 3 units of packed red blood cells. An enteroscopy performed on an unspecified date revealed active bleeding at the level of the 4th portion of duodenum versus proximal jejunum from behind a fold and with bicap cautery. The bleeding was stopped and then 2 endoclips were placed in the region of cautery. The gi bleeding reportedly resolved. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.